Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber did not show visible defects. The fiber tip was also found to be in good condition. Microscopic analysis identified burn marks on the connector. The fiber was functionally testing. The testing conducted showed that no light was not exiting the connector face, and no aiming beam was exiting the fiber tip. The observed condition of no light existing the connector can be a result of an internal connector fracture. Due to the internal connector component fracture on the face of the connector, the reported black spots could not be confirmed; therefore, the cause cannot be established. The component fracture within the connector identified during analysis can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A review of the device history record showed that the fiber met specifications prior to release. In addition, the device instructions for use instruct the user to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.

Event description:
It was reported that during a urinary lithotripsy procedure, black spots appeared on the fiber after several uses. The physician proceeded to complete the procedure with the same fiber without patient complications. The fiber was returned, and analysis identified an internal connector fracture; therefore, the event meets reportability criteria based on this finding.